Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.(B)(4)

Event description:
Stent could not be released "as per cc form": stent couldn't be released during the proceduredevice evaluated on 01-apr-21: "flexor and polyimide broken".patient outcome:a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c1794305 involved in this complaint device was returned for evaluation, open in its original packaging. With the information provided, a physical examination and document based investigation was conducted. Additional information was requested to clarify discrepancies in the information provided. As per additional information provided "the right lot number is c1794305." Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 01st april 2021. In summary the following results were observed in the lab evaluation: safety wire was in place on return of the device. Flexor and polyimide observed broken at the same location (clear section of flexor). Handle was actuating fine for deployment and retraction but unable to deploy the stent due to damage. Safety wire was removed without any issues. It may be noted that the damage was observed, was measuring approximately 15cm from the zip port. Documents review including IFU review: prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1794305 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1794305; upon review of complaints this failure mode has not occurred previously with this lot #c1794305. The instructions for use ifu0062-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." "Remove stent delivery system from package and backload device over a prepositioned wire guide, ensuring the wire guide exits catheter at zip port." "Introduce device in short increments into accessory channel of endoscope until zip port is inside of the accessory channel, then relock wire guide. Continue advancing device in short increments." There is evidence to suggest that the customer did not follow the instructions for use. From additional information provided: "were any kinks noted on the delivery system? No, but they could insert the guide wire only 15 cm. After 15 cm they couldn¿t insert the stent again. So they inserted the stent without guide wire. During release of the stent the stent broke on the point where the wire stopped." A notification was sent to the product manager to consider retraining at the facility. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. It is possible that the initial failure of stent deployment difficulty could potentially be a result of broken flexor, likely causing the difficulty while inserting the wire guide. There may be several possible root causes for the break in the flexor, it may be as a result of handling removing the device from packaging or during preparation, it may be down to transport/storage or it may be due to tortuous path. Potentially the tortuous path may have caused build up pressure and causing polyimide break. It may be noted that the damage was observed, was measuring approximately 15cm from the zip port. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not require any additional procedures due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c1794305 involved in this complaint device was returned for evaluation, open in its original packaging. With the information provided, a physical examination and document based investigation was conducted. Additional information was requested to clarify discrepancies in the information provided. As per additional information provided "the right lot number is c1794305." Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 01st april 2021. In summary the following results were observed in the lab evaluation: safety wire was in place on return of the device. Flexor and polyimide observed broken at the same location (clear section of flexor). Handle was actuating fine for deployment and retraction but unable to deploy the stent due to damage. Safety wire was removed without any issues. It may be noted that the damage was observed, was measuring approximately 15cm from the zip port. Documents review including IFU review: prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1794305 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1794305; upon review of complaints this failure mode has not occurred previously with this lot #c1794305. The instructions for use ifu0062-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." "Remove stent delivery system from package and backload device over a prepositioned wire guide, ensuring the wire guide exits catheter at zip port." "Introduce device in short increments into accessory channel of endoscope until zip port is inside of the accessory channel, then relock wire guide. Continue advancing device in short increments.". There is evidence to suggest that the customer did not follow the instructions for use. From additional information provided: "were any kinks noted on the delivery system? No, but they could insert the guide wire only 15 cm. After 15 cm they couldn¿t insert the stent again. So they inserted the stent without guide wire. During release of the stent the stent broke on the point where the wire stopped." A notification was sent to the product manager to consider retraining at the facility. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. It is possible that the initial failure of stent deployment difficulty could potentially be a result of broken flexor, likely causing the difficulty while inserting the wire guide. There may be several possible root causes for the break in the flexor, it may be as a result of handling removing the device from packaging or during preparation, it may be down to transport/storage or it may be due to tortuous path. Potentially the tortuous path may have caused build up pressure and causing polyimide break. It may be noted that the damage was observed, was measuring approximately 15cm from the zip port. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not require any additional procedures due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental correction report is being submitted due to an amendment to the medwatch lot # field documented in section d4 of previously submitted MDR.